Event description:
It was reported that the patient presented to the clinic with fatigue and dizziness. It was determined the patient exhibited bradycardia due to no pacing output from the pacemaker. The pacemaker failed to be interrogated via inductive telemetry. Premature battery depletion was suspected. The pacemaker was explanted and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported events failure to interrogate, no pacing, and premature discharge of battery were confirmed. The device was at end of service (eos) level upon receipt consistent with the events reported by the field. Final analysis found that the high current was traced to a faulty component in the hybrid system, which caused premature battery drain. A device history record (DHR) review was performed. The device met specifications prior to leaving abbott manufacturing facilities.